Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5112669/5104198.

Event description:
It was reported that the patient had an infection at the pocket site following a revision procedure (MFR#3006630150-2022-01272). The patient underwent a procedure wherein the ipg and lead were explanted. The patient was placed on antibiotics and was doing well postoperatively. The explanted device components were retained by the medical facility and will not be returned.